Event description:
It has been reported to philips that the host pc was unable to boot. The system was not in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the host pc was replaced and software was installed, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) worked with the hospital to identify that there was no display on the main control screen, and the xper module displayed host not connected. A philips field service engineer (fse) inspected the system on-site and confirmed that the host pc could not power on. Troubleshooting conducted by fse identified that the host pc was defective. The host pc was replaced, and software was installed to resolve the issue. The defective host pc was returned to philips for further analysis. The analysis confirmed the malfunction of host pc and identified that the internal power supply was defective. After this repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.